Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient was being considered for a knee revision due to wear of the tibial bearing, however, no procedure has been scheduled due to patient conditions.